Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-49 alarm was identified during functional testing and the review of the alarm log. The cause of the f-49 alarm was a depleted main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-49 alarm (malfunction in real time clock: abnormal rtc data). No additional information is available.